Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4). As a result of warning letter cms#(B)(4). Visual and functional testing was performed. The product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.

Event description:
Information received a smiths medical breathing/portex general anesthesia masks leaked. During a pre-use check, the customer noticed air was leaking from the cushion. So he did not use the product. No patient injury.